Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent to the customer, who will use multiple daily injections (mdi) as backup therapy to ensure insulin delivery is not interrupted. Instructions were provided to the customer regarding the return of the problematic pump, the use of the new pump, and other necessary steps, all of which the customer understood and acknowledged.